Event description:
It was reported that a revision knee surgery was performed after the insert dislocated. The poly was exchanged during the revision.

Manufacturer narrative:
After visual evaluation, the physical evidence suggests that the insert failed due to disassociation. A definitive root cause cannot be determined with the information that was available; however it is likely that it was due to the insert never being fully locked. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could identify any evidence that the product contributed to the reported problem. Based on this investigation, the need for corrective action is not indicated.